Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to suspected early battery depletion. A new device was successfully implanted. Guidant received information that a patient with this cardiac resynchronization therapy defibrillator (crt-d) contacted legal counsel regarding this device.